Event description:
Per the clinic, the patient developed infection at the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the clinic, the pt was prescribed several courses of oral antibiotics over the course of several months (dates and durations not reported) for the previously reported infection. This report is filed on june 25, 2015.